Event description:
Additional information revealed the patient is currently enrolled in the product surveillance registry clinical study.

Event description:
It was reported that, one day after implant, the patient's right ventricular (rv) lead had high thresholds and had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).